Manufacturer narrative:
A field service engineer (fse) was dispatched on-site. Per fse, the leak was caused by a rinse line (that carries diluent) which had come off of a fitting. Fse trimmed and reattached the line. The diluent was cleaned up and no further damage was caused. Fse also found a charred component on the barcode decoder board, the barcode scanner cable and sample handler interface cable were also charred. Fse replaced the sample handler card, laser bar code reader, bar code decoder card and cables, adjusted blood detectors and validated the system. Per fse, the damage was not caused by the leak. The service performed by the fse resolved the issue.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding a burning smell noticed and a leak above the laser on the coulter lh500 analyzer. The operator turned off and unplugged the instrument. No smoke or sparking was noted and the fire department was not called. There was no death or injury attributed to or connected with this event.